Event description:
It was reported that during a da vinci si surgical procedure, the scissor tips are dull on a monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on a system for a latex cut test. The scissors cut cleanly through .006 of latex. The blades were not damaged. Additional observations not reported were derailed cables and deep scratches on the main tube. The housing was removed and the grip cable was found derailed off the clamping pulley groves instrument movement may not be precise due to the cable derailment. Distal end of main tube had scratch marks on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No insulation damage found on the main tube. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.